Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced as it recorded code 1005 indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. This ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the implantable cardioverter defibrillator was thoroughly inspected and analyzed. A review of the device memory log confirmed code 1005 was recorded. However, x-ray imaging showed an intact plasma fuse. The device was then put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. All testing completed on the device passed or was not applicable. Laboratory analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced as it recorded code 1005 indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. This ICD was returned for analysis and no additional adverse patient effects were reported.